Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000176, serial/lot #: rev. 3 : s/n (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the power conversion enclosure was replaced and loaded with new firmware. The performed and system checkout with multiple reboots. The system is working as intended. The power conversion enclosure was returned to the manufacture for evaluation. After functional testing, visual/physical examination and examination of a similar product the reported issue was confirmed. Enclosure power conversion failed bench testing. The transistors failed it was found to be shorted. An electrical issue was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that prior to a case when powering on the system the system showed radiation disabled and initializing please wait. The manufacturer representative rebooted the system with no change. Both motion and mobile view station (mvs) connections were green. No patient was present at the time of the event.